Event description:
It was reported to philips that there was no live video displayed on exam room monitors. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed as planned without any impact. The philips field service engineer(fse) visited onsite and confirmed that no live video displayed on exam room monitors. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found dvi splitter was defective. To resolve the issue, fse replaced the dvi splitter. The defective part was sent for analysis, for dvi splitter malfunction was found and the failed component was found to be no power to the unit. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as planned using the same system without any impact on the procedure. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.